Manufacturer narrative:
Labeling - this type of events is addressed in the device labeling.

Event description:
Per the audiologist, the patient has shown little progress with his cochlear implant system since implantation 2007. Results of an integrity test done about 8 months later were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reimplantation surgery is recommended but has not been scheduled.